Event description:
During treatment of an unidentified de novo lesion, when the package of the 3.5x18mm cypher stent was opened, there was form deformation of the stent. Therefore, a different cypher (same size) was used instead and the procedure was finished. There was no reported pt injury. The product was not clinically used and was returned for analysis. Additional details regarding the event was requested but are not available.